Event description:
The rptr had a blood glucose test at her dr's office which resulted in 200 mg/dl (meter type unknown). One-half hr later, she retested, using her own meter and got a reading of 278 mg/dl. She stated that she was not having any symptoms during testing. No control solution test result was reported.